Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The lens was removed due to broken haptic. The incision was not enlarged, one suture was used. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4). Lens work order search. A lens work order search was performed and one similar complaint was found within the same work order. (B)(4).